Event description:
It was reported that this system. With a right ventricular (rv) lead and non-(B)(6) pace generator, exhibited a shocking lead impedance measurement of 100. Technical services (ts) was consulted and advised obtaining guidance from the pulse generator manufacturer. No adverse patient effects were reported. This system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).